Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed showed a slight kink at the strain relief. The .035 zipwire guidewire was hydrated as well as the devices guidewire lumen and the guidewire was inserted into the lumen. The guidewire felt sticky and would not travel through the lumen with ease. The zipwire guidewire has a coating on the outside which is very lubricious when kept hydrated; however, if the device starts to dry up the guidewire will stick to the ID of the device. No other issues or defects were observed during product analysis of the returned device. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink was attributable to procedural factors. In this case, there was no evidence that the reported guidewire sticking issues was attributable to any product quality deficiencies related to the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4)

Event description:
It was reported that a guidewire stuck in a diagnostic catheter occurred. A 4/contralateral/65/035 bx5 imager ii angiographic catheter was selected for use. The target lesion was located in the anterior tibial artery. During a peripheral intervention, it was noticed that a zipwire hydrophilic guide wire would not pass through the imager ii angiographic catheter. The passageway was sticky and the physician was unable to advance the zipwire hydrophilic guide wire through the end of the catheter. Thus, the physician removed the zipwire hydrophilic guide wire and the imager ii angiographic catheter as one unit and discarded them. The procedure was completed using another company's wire and catheter. No complications were reported and the patient's status is okay.